Event description:
It was reported that during a right total hip implantation the cup inserter handle broke off in the cup. The threads broke off and stayed in cup. Did not cause delay in surgery.

Manufacturer narrative:
Device not returned. A review of the device history and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during a right total hip implantation the cup inserter handle broke off in the cup. The threads broke off and stayed in cup. Did not cause delay in surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.